Event description:
"The balloon could be inflated, but there was a "rupture in the balloon." No inflation device was used. Another balloon was used without incident."

Manufacturer narrative:
The catheter was evaluated and the longitudinal balloon burst was confirmed. A comparative catheter was pulled from stock and tested for rated burst pressure. The catheter burst at 3.5 atm, which is above the labeled rbp of 2.0 atm. It states in the report that an inflation device with pressure gauge was not used as is recommended in the instructions for use. It is also unknown as to what pressure the balloon was taken to and what pressure it burst at.